Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/78 years old. Of note, multiple patients/ multiple manufacturers/multiple methods were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers/manufacturer/method. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "safety and efficacy of cryoballoon versus radiofrequency ablation for atrial fibrillation in elderly patients: a real-world evidence" indian pacing and electrophysiology journal. 2022. Doi.org/10.1016/j.ipej.2021.11.006. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding cryo ablation used to treat atrial fibrillation (af). The article reported that one patient developed pericardial effusion. It was also reported that one patient developed transient acute kidney injury. Two patients required extended hospitalization. The status of the catheters is unknown. Follow up is being conducted for additional information on the catheters. No further patient complications have been reported as a result of this event.